Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the cadiere forceps instrument fell inside the patient's abdomen. The fragment was retrieved during the same procedure. The customer replaced the cadiere forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer reported the instrument performed as intended up until it broke. After the tip of the instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure with a laparoscopic instrument. The customer confirmed the retrieved fragment matched to the instrument. No additional surgical procedure was required, and there was no harm to the patient. There were no post-operative tests performed to check for remaining fragments. The customer reported the instrument was not inspected prior to use. The surgeon was getting ready to suture, and as the jaws were opened, one of the jaws broke off and fell inside the patient. The instrument did not make contact with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to the breakage), and the wrist was straightened prior to removal. Upon final removal of the instrument, there was no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. The broken material, approximately 0.70" x 0.21", was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.